Event description:
The facility operating room mgr reported, the surgeon found a metal particle in the vitrectomy wound. The metal particle was found 5-6 weeks post operative. Additional info from the facility scrub nurse stated a posterior capsule tear occurred and the surgeon performed an anterior vitrectomy due to loss of vitreous. The particulates were identified to be residing within the side port incision. The scrub nurse identified three (3) instruments that were inserted through this incision during the case (15 degree blade, viscoelastic cannula, and a chopping instrument). The chopper was checked by the scrub nurse for damage. No damage was found on the chopper and it is still in circulation and use. The facility dose not re-use phaco tips. The company clinical analyst left a message with surgeon to review the event. No response has been received to date.

Manufacturer narrative:
No samples have been received to date. No additional info has been received. The root cause of the pt's event cannot be determined in this investigation. (B) (4)